Event description:
The valves were implanted by dr in 2 different pts on 12/2/96. His successor found that the pts were not improving. The valves were replaced on 12/16 with valves, low pressure. The pt's conditions improved.